Event description:
Customer reported smelling insulin and stated that he believes that he got it on his hands. Customer stated that he experienced high blood glucose readings of 418 mg/dl. Customer's blood glucose reading at the time of the call was 356 mg/dl and has treated with a bolus. Customer stated that the tubing came out of the quick release. The drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.